Event description:
The medical center had an impella 5.5 supporting a patient with many cardiac comorbidities while being worked up for transplant. The 5.5 stopped after 11 days of support. There was no lasting harm or injury from the pump stop as the pump was replaced.

Manufacturer narrative:
The investigation into the impella 5.5 stopping is on-going at this time. Upon completion of the investigation, a final report will be filed.

Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The pump was not returned for analysis. The clinical details were reviewed. The root cause of the pump stop was most likely blood ingress due to sidearm damage. The failure mode will be monitored and trended.